Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical, cutting & coagulation & accessories had error code 426. The issue occurred during sedation while the device was outside the patient for a procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.